Manufacturer narrative:
Device was found fully deployed. The external power supply was used to obtain data from the isolated pcb. No alarms, timeouts, nor drive stalls were observed in the data. A leak test was performed. A fluid leak was found above the o-ring. This indicates that the o-ring is inadequate. The inadequate o-ring caused the internal components of the device to become corroded. This lead the device to fail to deliver insulin. Corrosion was observed on multiple device components, being the pcb, batteries, and ratchet gear. The corrosion was caused by the inadequate o-ring.

Event description:
It was reported that the patient's blood glucose level reached 15 mmol/l (270 mg/dl). The pod was worn between 4 and 24 hours on the hip/buttocks. Hyperglycemia treated with correctional bolus, a new pod and manual injection.